Event description:
The manufacturer received information alleging tubing from an everflo oxygen concentrator ignited after switching off the device. The tubing was installed with a CPAP device. There was no report of patient harm or injury. The device has yet to be returned for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported. Information alleging, tubing from an everflo oxygen concentrator ignited, after switching off the device. The tubing was installed with a CPAP device. There was no report of patient harm or injury. The device has yet to be returned for evaluation. A follow up report will be submitted, when the manufacturer has completed the investigation. The gfe for reclaiming the device was sent to the philips customer service representative on site. And which, contacts the hospital directly. The complaint was received on february 28, 2023. And follow-up attempts to obtain the device were made on may 24, 2023 and may 26, 2023. During a gfe attempt to retrieve the device, the manufacturer received an email with the following information. "The tube of the o2 concentrator ignited, after the device was switched off and the CPAP device installed. While the caregiver was briefly absent. The patient was alone in the room at the time of the incident. Patient uninjured, according to staff, there were no ignition sources in the patient's environment. Patient would not have triggered the event according to his own statement". On june 5th, 2023, the manufacture learned, that the device was scrapped (discarded). By the hospital sometime at the end of april 2023, due to a misunderstanding answer from philips. The device is unusable and disposed of. Further testing is therefore, no longer possible.